Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp determined that the issue was caused by a bad balloon catheter/balloon leak. The stm then performed all functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had an "iab disconnected" issue. There was no patient harm and no adverse event was reported.